Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018, (B)(4) called customer back to inform that her package will be arriving tomorrow at 12pm and will need to be signed for. Complaints text (B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) initial notes: customer called in stating that her pump quit and it was not turning on. The pump indicated that there was an issue with the battery customer states that she had changed the battery upon the pumps request then she had noticed the device had started to heat and less than five minuets had passed and it was asking her for another battery so she though the battery that she had put in might not have been as good so she put in a different brand of battery inquired what led up to the complaint. Customer response: customers pump would not turn on and heating up pump hot/warm/overheating t/s per (B)(4). Inquired, which part of the pump is overheating. Found: battery compartment . Customer is not calling back after previous troubleshooting for a pump hot/warm/overheated. Battery manufacturer: the first battery that she had put in was a duralast battery and the second was a dollar general brand . Battery model: standard. Battery chemistry: alkaline . Battery type: not sure . Expiration date of battery: does not have . Date/time battery was placed in the pump: 8:30 am the second was a few minutes after that . Damage to the battery: no damage . Adv to inspect battery compartment for damage. Found: some kind of liquid before she put the second battery in she wiped it out. Adv to inspect pump case for damage. Found: customer states that there is no kind of residue in pump. Adv to inspect battery cap for damage. Found: no item - 'explain a pump restart will be required, which will clear the active insulin amount' reason not completed - pump is not turning on . Item - 'advise customer to record the active insulin amount and active insulin time setting as pump restart may clear these values from pump' reason not completed - pump is not turning on . Adv to use the bolus wizard to check if it recommends a correction bolus using their current bg value. Adv customer to record active ins. Adjust amount if bolus wizard calculated that correction bolus is needed, but not to deliver bolus at this time. Customers pump is not turning back on item - 'advise customer to disconnect at quick release' reason not completed - can not perform steps because pump is not on . Item - 'advise customer to remove aa battery from the pump and hold the back button until the screen turns off' reason not completed - can not perform steps because pump is not on. Adv to wait at least 30 seconds following battery removal. Adv to insert a new fully charged aa battery. Adv to clear pump error 23 alarm. Adv to clear power loss alarm. Adv to update the pump's time and date. Adv to clear the active insulin cleared alarm. Adv to complete the reservoir and tubing process as needed. Did not have customer do any of these steps because pump is not turning on adv to insert a brand new battery in the pump. Issue persisted after inserting the new battery. Customer inserted a new battery twice before calling adv the pump will need to be replaced. Adv to return both the pump and battery. Adv to revert to their back up plan per hcp instructions until replacement arrives. Adv to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. Expl rpl policy. Customer states that she threw the batteries away customer's outcome pertaining to the complaint: going to send customer out a replacement ship: 1 pump/return: 1 pump reason for return: customers pump had gotten warm.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify unexpected battery power loss and device overheating due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.